Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a post implant wound check. During device interrogation, a notifier alert was delivered for non-sustained rv oversensing. Review of the episode revealed that the noise episodes were congruent with the patient respiration cycles. The noise was not reproduced in the clinic. Programming changes were made.